Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving hydromorphone and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that a nurse read the patient's pump and realized the empty pump alarm went off on (B)(6) 2019. The nurse did not hear the critical alarm. The patient was in the hospital due to their cancer, which was likely why the pump wasn't getting filled. The patient was due for a refill and therapy was not intentionally discontinued. It was further noted that a motor stall and recovery were confirmed in the event log as well. The stall occurred at 06:34am on (B)(6) 2019 and recovered at 07:09am on the same date. No symptoms were reported associated with the empty pump or motor stall and no further troubleshooting could be performed as the representative was not with the patient. The representative was to follow-up with the nurse to determine if an MRI was performed on (B)(6) 2019. No further complications were reported or anticipated. Additional information was received from an hcp via a manufacturer representative on 2019-nov-09. It was reported that the cause of the motor stall was an MRI. The pump was filled to resolve the empty pump and no further actions/interventions were taken. The issue was considered resolved.